Manufacturer narrative:
Product complaint #: (B)(4). Corrected data: d2: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. A kink on the inner channel and a kink on the outer cage was noted, the findings meet FDA reporting criteria. Information regarding patient¿s medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. [Complaint conclusion] as reported by a healthcare professional, during a thrombectomy case, there was resistance when loading an embotrap ii 5x33 revascularization device (et009533, 18e118av) into a marksman 027 microcatheter (mc). A new device was used with the same mc and it worked well. The case was finished successfully. There was no patient injury reported. The device had been flushed. The insertion tool securely was placed in the hub of the microcatheter prior to attempting to advance the embotrap. Only one pass had been attempted to retrieve the clot when the resistance occurred. A penumbra 068 was being used when the embotrap was being withdrawn into. The concomitant device did not contribute to the damage. When the embotrap was removed from the patient, there were no damages on any part of the device. There was no damage noted on any part of the device when being packaged for return. The initial examination of the returned embotrap device identified deformation of the proximal struts (outer cage and inner channel) and confirmed deformation of the struts on the distal side of the proximal gold markers and on a strut on the distal cone but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal side of the proximal gold markers and kinked proximal struts of both outer cage and inner channel is indicative of excessive pushing of the device against resistance. The damage to the struts of the distal cone is indicative of a blockage in the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool may have been moved proximally. The return embotrap device could not be passed through a 0.0195¿ inspection tool, due to a significant amount of congealed blood on the od of the device which caught in the inspection tool and caused the separation at the distal bond of the device along with the repeated wetting and drying of the device which would have weakened this bond also. The ptfe insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The damage to the return embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device). A constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. The complaint indicated that a new device was successfully passed through the same microcatheter by the physician after the initial failure to deliver the offending embotrap device indicating that it is unlikely that a permanent construction or occlusion existed in the microcatheter hub. The most probable root cause(s) therefore is either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. The return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. The reported customer complaint ¿embotrap - impeded in microcatheter hub¿ was confirmed. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal side of the proximal gold markers and kinked proximal struts of both outer cage and inner channel is indicative of excessive pushing of the device against resistance. Based on the information available for review, it is possible that procedural and handling factors may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. The instructions for use (IFU) instructs to insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a thrombectomy case, there was resistance when loading an embotrap ii 5x33 revascularization device (et009533, 18e118av) into a marksman 027 microcatheter (mc). A new device was used with the same mc and it worked well. The case was finished successfully. There was no patient injury reported. The device had been flushed. The insertion tool securely was placed in the hub of the microcatheter prior to attempting to advance the embotrap. Only one pass had been attempted to retrieve the clot when the resistance occurred. A penumbra 068 was being used when the embotrap was being withdrawn into. The concomitant device did not contribute to the damage. When the embotrap was removed from the patient, there were no damages on any part of the device. There was no damage noted on any part of the device when being packaged for return. The analysis of the device received found kinking on the inner channel and a kink on the outer cage.